Manufacturer narrative:
Investigation is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on 10-march-2026, communication failure with the device occurred. Similar incidents occurred days before (24-february-2026) for a talentia.